Event description:
It was reported by the risk manager the device was used during a laparascopic cholecystectomy. It was reported the laparoscopic procedure occurred at 8:30am -- the pt developed post op bleeding and was returned to surgery for an exploratory laparotomy. It was reported an apparent ligaclip failed to close totally. It is unk how the case was completed. No additional info is known at this time. 06/08/1998 the rep reported the device was from kit ftr32 (lot nbr. K4779m) and during the reoperation another er320 was used to ligate. Post operatively, the pt did fine. There is no additional info at this time.